Event description:
It was reported that the attachment device was broken into two pieces. It was not reported if the device was used in surgery. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11. Additional narrative: a visual and functional assessment was performed on the device. The following steps failed: 2.3.8a verification: visual assessment. 2.3.8b verification: color band visual assessment. During the service evaluation the following failures were identified: visual: craniotome neuro-tip bent/damaged. Functional: fell apart - unattached. Visual: cosmetic damage. Conclusion: failure reported is confirmed. Root cause: component failure from wear.